Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. A 36mm aortic extender advanced through a cook introducer sheath and deployed. While the delivery catheter was being withdrawn it became snagged in the sheath and the leading olive tip broke.

Manufacturer narrative:
Results: a review of the manufacturing paperwork for the device could not be conducted as lot/serial numbers are not available.